Event description:
It was reported that a remote monitoring transmission was sent and it was suspected that the patient's heart rate was falling into the 42 beats per minute range which was below the lower limit programmed for the implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.